Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that there is a service required message and device stopped functioning. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient has patient stated that the machine is not working, and it has a service required message. The wife stated that the patient gets headaches with use of device.. No medical intervention was specified by the patient. During the investigation pil observed that the heater plate and a pil supplied heated tube (ht15) was working by getting warm. Pil observed a disinfectant odor during therapy. Service required message did not appear. The water tank was visually free of contamination. Ui (users interface) display flex cable had potential mineral deposits and corrosion on the ui flex cable and on the copper pins at the end of the cable and at the pins of the j4 connector on the pca (printed circuit assembly), indicating potential water ingress. Unknown contamination debris at the therapy button area. Potential mineral deposits from water/liquid on the pca near q2, c66, d2 and c36, indicating potential water ingress. One screw holding down the top enclosure had corrosion on it. One screw holding down the bottom enclosure had corrosion on it. Dust-like contamination and potential mineral deposits from water/liquid on the inside of the iso (international organization for standardization) port tube. Also, there was a brown spot of unknown contamination on it. And observed 21 errors were logged. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg? (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.